Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a patient underwent endovascular repair on (B)(6) 2015 where a zteg-2pt-42-158-pf-us (tx2) and custom made branched device (cmd) was implanted. It was reported that follow-up CT on (B)(6) 2015 revealed that there was almost no overlap between the tx2 and the cmd. On (B)(6) 2016 separation between the tx2 and cmd was found. On (B)(6) 2017 a secondary procedure was performed and a zta-p-38-167-w (complaint device) was implanted between the tx2 and the cmd to treat the type 3a endoleak. X-ray from (B)(6) 2018 revealed that the zta and cmd had separated. Additional procedure was performed with a gore ctag to treat the separation between the zta and the cmd. This complaint is related to wce complaint (B)(4) (manufacturer ref # (B)(4)), (zteg-2pt-42-158-pf-us). Ctas and angiography from (B)(6) 2015 and to (B)(6) 2021 including pre-procedure, post-procedure and follow-up imaging, and procedural angiography packages were provided for the investigation. On pre-procedure cta of (B)(6) 2017 the following measurements were observed: maximum thoracic aortic aneurysm diameter was 59.9 mm and the maximum localized aortic angulation was 112 ¿ degrees. On 3 days post-procedure cta of (B)(6) 2017 the overlap between the new implanted zta and the cmd was 18.1 mm, which is less than one stent. Per clinical assessment "a secondary intervention to implant an alpha thoracic tube graft was then performed, but this also falls short of creating a good overlap, and the alpha thoracic tube graft pulled out of the cmd on subsequent scans." And " the secondary intervention to deploy the alpha thoracic graft also fails to create adequate overlap and once again separates. Finally, the deployment of a larger diameter gore device, with a much better overlap, appears to have resolved the problems". According to the cmd drawing the proximal end of the cmd is about 50 mm before the first fenestration, this only allows a 2 stents overlap between the cmd and zta. According to the instruction for use it is strongly recommended that you ensure a minimum three-stent overlap between components. On 4 days pre-procedure cta of (B)(6) 2017 the maximum aortic angulation was measured to 112 degrees and the instruction for use states "no localized angulation should be larger than 45 degrees." Review of device history record gave no indication of the device being produced outside of specifications. Based on the provided information and findings in the images it is difficult to give a single cause for the separation. The initial overlap between the zta and cmd and angulation in patient anatomy is both potential factors for the separation. In addition, according to the IFU, the zenith alpha graft is a two pieces cylindrical endovascular graft. The proximal component may be used independently or in combination with a distal component. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "component separation. Secondary procedure done. (Separation between alpha 38 and main body). On (B)(6) 2017:thoracic endograft (alpha 38x167). Right groin cutdown. Ultrasound-guided access of left common femoral artery. ((B)(4)) on (B)(6) 2018: component separation seen on x-ray. On (B)(6) 2018: tevar re-lining distal dta between previous tevar and fenestrated endografts with 40x150mm gore ctag. ((B)(4)) patient outcome: patient tolerated the procedures.